Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix of the lead became extrinsically distorted due to pulling/stretching/over stress. The distal low voltage electrode of the lead was covered in body tissue. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a left ventricular (lv) lead implant procedure the lead was difficult to place. It was also noted that when attempting to turn the lead to deploy it into the cardiac tissue, the catheter began to buckle and was difficult to remove from the cardiac tissue. The lead and catheter were not used, and another was used to complete the procedure. No patient complications have been reported as a result of this event.